Manufacturer narrative:
A summary and manufacturing investigation action was conducted/performed. The report indicates that the: based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads, one sided. Constant load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp tibia plate. The implant could not resist the applied force which finally led to the material overload. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate was removed on (B)(6) 2015 because of its breakage. The plate was initially implanted for bone fracture of proximal part of tibia on an unknown date in (B)(6) of 2013 at a facility in (B)(6). There were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.